Manufacturer narrative:
Date of event: estimated event date. Other relevant device(s) are: product ID: neu_unknown_lead, lot# unknown, product type: lead, ubd: unknown, UDI#: asku. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study regarding a patient who was implanted with a neurostimulator (ins) for unknown indications for use. The patient experienced dizziness, and kept turning the device off for this reason. During unscheduled clinic/office visit, the ins was turned on and reprogrammed, although the dizziness continued to be an ongoing issue. Diagnostics included interrogation, the results of which were stated to be "npu". The patient had cerebral hemorrhage during procedure and six months later had constant dizziness. There was no cerebral hemorrhage at the time of the report. The etiology was described as related to implant procedure and not related to device/therapy. Interventions included reprogramming and improvement of programming. The event was resolved without sequelae (B)(6) 2017. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp of a clinical study indicated that at this time the subject had no more dizziness or headaches.

Manufacturer narrative:
Product ID: 3389-40, lot# 0209038059, implanted: (B)(6) 2016, product type: lead; product ID: 3389-40, lot# 0209038046, implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information noted that no actions were taken for cerebral hemorrhage.

Manufacturer narrative:
Concomitant medical products: product ID: 3389-40, lot# 0209038059, implanted: (B)(6) 2016, product type: lead. Product ID: 3389, lot# 0209038046, implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.